Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (power issue) issue. The reporter stated that ¿the pump was not working which was causing the caps to not stay on.¿ there was no further information available at the time of the call. This complaint is being reported because the reported issue was not resolved and troubleshooting was unable to be completed. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2015 with the following findings: there was no pump reboots observed in the black box to support a power loss. A test battery cap tightened securely onto the pump and was able to maintain electrical connection. There was no damage to the battery compartment. The pump case was opened and there was no damage found to the power circuit. The battery cap not returned with pump, so a test battery cap was used for 24 hour test without any reboots observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.